Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03114. It was reported that when the patient presented in clinic for a follow up, non-sustained right ventricular (rv) oversensing with pacing inhibition was observed due to noise oversensing on the rv lead. It was noted that the left ventricular (lv) lead also had higher capture threshold than the implant day value. The patient was asymptomatic. No therapy was delivered. Programming change was made, and the lv lead was being monitored. The rv lead was explanted and replaced three days later. The patient was stable and discharged home the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.